Manufacturer narrative:
The electrodes were returned for evaluation and the malfunction was duplicated. During visual and microscopic evaluation, the shorting pin was found to be broken. This is a malfunction that only impacts the self test of the electrodes with the defibrillator. The electrodes were scrapped. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.

Event description:
Complainant alleged that during a routine shift check by a clinician, the associated device failed self test using these electrode pads. Complainant indicated that there was no patient involvement in the reported malfunction.